Event description:
Very high levels for what I was feeling, I felt confused and scared, my numbers didn't reflect what I felt and my finger stick. I send messages to my dr and they provided me with a replacement after seeing my printout.